Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not fully booting up. Upon functional testing, the fse checked and verified all the pcs and power supply with no error. The fse pulled the log and consulted with national support specialist. The specialist confirmed system software had crashed and needed to be reloaded. To resolve the reported issue, the fse reloaded the system software from the software stick and performed all the necessary configurations. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not fully booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.